Event description:
Use of bausch and lomb renu with moisture loc. I have had eye infection trouble for nearly two years and I believe this product is to blame. I have damage to my eye, which I believe was caused by this product, plus medical bills.